Event description:
A surgeon reported that during creation of the flap, there was suction failure and the flap was not completed. This occurred during two procedures. Additional information has been requested. There are two medical device reports associated with this event. This report is for procedure 2 of 2.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).